Event description:
It was reported that during engineering evaluation the motor device "[operated] with the safety engaged". This event was not related to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device operated with the safety engaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.